Event description:
During a laparoscopic procedure for an ectopic pregnancy, the doctor irrigated with a stryker pneumo sure tubing, and tubular plastic pieces were released into the pt's pelvis. Surgeon retrieved 5 (five) pieces from the pelvis. There was no harm to the pt and she was discharged on (B)(6) 2011 to home.